Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and unable to recover. A field service engineer (fse) addressed repeated failures with tower door by cleaning and tightening the latch connections and applying carbon grease to the contacts. The storage space was successfully recovered, and the customer verified functionality through normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer stated that nurses were taking medications without entering the required numbers, leading to discrepancies in pyxis inventory counts, delay in refilling, and delay in accessing medications to patients. However, there were no adverse events or injuries reported based on this event.